Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients both ipgs were not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.